Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2017-03852 for the first spyscope digital access and delivery catheter and 3005099803-2017-03853 for the second spyscope digital access and delivery catheter. It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while performing electrohydraulic lithotripsy (ehl) using the spyscope ds to break up a stone, it was noticed that the working channel sleeve protruded from the distal end of the scope. A second spyscope ds was then used, and while using the electrohydraulic lithotripsy (ehl) probe, the working channel sleeve protruded. Reportedly, no part of the device detached. The procedure was completed with a third spyscope digital access & delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.